Manufacturer narrative:
This report has been submitted by the importer under this MDR report number: 2429304-2025-00191. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a transurethral resection of bladder tumor, a piece of the inner sheath broke off in the bladder. The sheath was removed and exchanged, then the physician utilized a grasper to pull out the broken sheath. There was no trauma noted in the bladder or the urethra during extraction.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.